Event description:
It was reported that stent premature deployment occurred. The target lesion was located in the portal vein. A 12x40x75 epic stent self-expanding was selected for use. During the procedure, upon insertion of the stent, the stent tip protruded from the sheath. The entire stent was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).